Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging his onetouch ping was reading inaccurately high compared to a calibrated lab reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported in (B)(6) of 2012, he obtained unknown readings that were 30 points higher than his calibrated lab readings taken within 10-30 minutes of one another. The patient reported using insulin pump therapy to manage his diabetes. The patient denied developing symptoms in regards to the alleged issue. The patient reported using food and or drink in response to the alleged issue. It is not known when the patient self treated with food. At the time of troubleshooting, the cca noted the patient's testing steps were correct. The cca noted the subject meter was in the correct unit of measurement, and his test strips were in good condition. The cca noted the patient was using the same approved sample site to obtain the samples. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment that suggest a serious injury occurred. The patient performed a meter vs. Same meter comparison where the calculated difference of those results meets lfs' criteria for accuracy reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.